Manufacturer narrative:
Na

Event description:
It was reported that upon interrogation, the device reported high voltage lead impedance of n/a and possible output circuit damage. The lead was replaced.